Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device had normal operating currents. No unexpected battery out limit alarm noted. Visual inspection shows that crack belt clip not broken belt clip by user. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and then battery out limit and alarm could not be cleared due to the buttons not responding. It was stated that the device was exposed to heat but not moisture. Blood glucose value was 280 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.